Event description:
Our affiliate is reporting to us that during an arthroscopic procedure, while holding an cp90 vapr electrode and activating the device, the surgeon received a small shock; sensed current. They opened another same device and used it without issue to successfully complete the procedure without further issue or harm to the patient.

Manufacturer narrative:
The received complaint sample was evaluated both visually and mechanically. First the device was viewed both with the naked eye and under power. It is noted that although the device has evidence of use it appears in good condition, no damage; however, the shaft is somewhat bent and deformed. The device was mated with a standard vapr vue test set up; the test generator recognized the electrode and the proper defaults came up on the display. Further when the footswitch pedals were activated there was evidence of power at the tip of the electrode, and importantly, no shock or sensation was felt by the handler, none whatsoever; the duration of activation on both the coag and desiccate were held for approximately 1 minute each each time. This procedure was repeated several times to insure continuity of function. No fault found. Cannot conclude as to what may have caused the end user to have had the reported experience. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.